Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 04-oct-2024 and forwarded to millyard advanced medical products, llc on 05-oct-2024. The patient reported a pump failure alarm about 15 minutes after changing the cassette, and her other pump had a similar issue a few days ago. Troubleshooting was unsuccessful. No side effects were reported. Patient stated she would go to the hospital. The rn from the physician's office later reported the patient was in the ICU. Logs from remote (B)(6); (paired with pump (B)(6) show that the system generated a pump failure alarm 3 days before the date of complaint. During investigation, a test delivery was performed on the system and the pump failure alarm was reproduced. The pump was disassembled and a hardware failure was determined to be the cause of the alarm. Logs from remote (B)(6); (paired with pump (B)(6) show that the system generated pump failure alarms in the days leading up to and 1 day after the date of complaint. During investigation, a test delivery was performed on the system with no abnormal behavior or alarms. The pump was disassembled and fluid ingress was observed. No cassettes were returned, so the cause of the fluid ingress into the pump cannot be confirmed. No further investigation is possible. Both systems functioned within specification because they alarmed appropriately and entered failsafe states as designed. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.